Event description:
On or about (B)(6) 2003 a sparc sling system was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged "as a result of the implant" the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia, add'l surgery and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment and has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.